Manufacturer narrative:
The computer was replaced on 09/28/2011. After replacing the computer the issue appears to have been resolved as the issue could not be replicated by medtronic personnel. No fault found with hardware and system found fully functional.

Event description:
A medtronic rep reported the site was seeing black lines through the pt's exams after loading them on their stealthstation from the iso-c. The surgeon discontinued use of the stealthstation treon to complete the procedure. This had no impact on the pt's outcome.